Manufacturer narrative:
The bi-ventricular trigger and right ventricular (rv) sensitivity were reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited noise on the rate/sense channel. The noise was oversensed and resulted in 2.5 seconds of pacing inhibition. There were no patient symptoms or adverse effects reported. No adverse patient effects were reported.